Manufacturer narrative:
(B)(4). Medwatch report number: (B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot number 73j1500459 investigations did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the physician had deployed one hemolok clip to tie ligatures and was deploying a second hemolok clip. The second clip did not deploy correctly and resident was using graspers to retrieve clip out. As it was coming out of the trocar, it was lost. Physician removing it thought it had come out of the trocar and sprung out of the grasper somewhere in the or. The attending physician did multiple visual inspections internally of the abdomen, pelvis, and bowels but did not see clip. There was a search of the operating room and the clip was not found. X-ray of the abdomen and pelvic area also did not show a clip. Disclosure was done to the patient that the clip may be somewhere inside of her abdomen. The patient's condition was reported as fine.